Event description:
Reporter indicated that patient had been admitted to the hospital twice in the past week for seizures. The patient has experienced great seizure control since implant up until being hospitalized for seizures as reported. Patient's family member denied any injury or trauma.